Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient called and stated that their device was ¿not working.¿ the rep stated that they called sunday evening after hours. The patient left no name, or date of birth, so the rep just had their call back phone number (patient name and information found via records based off their phone number). The rep called the patient back this morning and left a message, but were awaiting the patient to return their call. The rep noted that the typical reason for this call was regarding a device being overdischarged, so that what they were suspecting. It was unknown if there were any contributing factors. The issue was not resolved at the time of the report. No further complications were reported/anticipated. On 2020-03-12 (rep): no new information.